Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 11 (max patient temperature exceeded) and fault 41 (patient temperature sensor failure) error messages" were confirmed during the functional testing. The root cause was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2014 and is more than nine years old, past the expected serviceable life of 5 years. Visual inspection of the returned autopulse platform revealed no physical damage. The autopulse platform failed the initial functional testing due to (ua) 11 and fault 41 error messages displayed upon powering on, thus confirming the reported complaint. The defective temperature sensor needs to be replaced to address the issue. Pending autopulse platform archive review completion and the customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The customer's complaint of fault code 43 (fan fault detected) was not confirmed during the functional testing and the archive data review. The archive data review indicated several fault code 11 and fault code 41, thus confirming the customer's reported complaint.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 11 (max patient temperature exceeded), fault code 41 (patient temperature sensor failure), and fault code 43 (fan fault detected) upon powering on the platform. This issue happens intermittently. No patient involvement.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 11 (max patient temperature exceeded), (ua) 41 (patient temperature sensor failure), and fault code 43 (fan fault detected) upon powering on the platform. This issue happens intermittently. No patient involvement.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.